Event description:
The olympus representative reported on behalf of the customer, the bending section cover on the duodenovideoscope had leakage. The olympus field service engineer inspected the scope and found the bending section cover and insertion tube were leaking and the insertion tube had scratches. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material and the nozzle was dirty due to insufficient or incorrect reprocessing. Additionally, the inside of light guide lens was dirty. This report is to capture the reportable malfunctions of the forceps elevator had foreign material and the nozzle was dirty due to insufficient or incorrect reprocessing, and the inside of light guide lens was dirty noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue of the scratched insertion tube was not confirmed. The bending section cover had a cut and there was a water leak. The bending section cover glue had a gap. The connecting tube had a pinhole. The suction cylinder was shaved. The protector of the video cable section had a cut. The video cable, plug unit, and grip had a scratch. The angulation was lower than standard value. There was a decrease of output light from the light guide. Due to a pinhole on connecting tube, water tightness was lost. Due to wear of the angle wire, the play of up/down/right/left knobs were out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected filed is updated field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. -suggested event: foreign material adhered to/around forceps elevator based on the results of the investigation, we presume that reprocessing was not conducted in accordance with IFU due to leakage of the device which caused remained foreign material at/around forceps elevator. However, occurrence cause was not specified. -suggested event: nozzle was dirty based on the results of the investigation, we presume that reprocessing was not conducted in accordance with IFU due to leakage of the device which caused remained dirt in the nozzle. However, occurrence cause was not specified. -suggested event: inside of light guide lens was dirty based on the results of the investigation, we were not able to specify occurrence cause of the event. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b3, b5, e1, e2, e3, and g2. Corrected data: g3: the aware date for the initial manufacturing report # was march 1, 2022.

Event description:
Additional information was received from the reporter. The issue was detected during reprocessing. No procedure or patient was impacted. The customer followed the reprocessing steps per the instruction for use. The device was not used on a patient with the foreign material still on the device.